Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  information was received from a patient (pt) regarding an external device. The pt had a damaged desktop charger (dtc) cord. Pt said the connector pin feels wiggly when it is pushed back and forth, and pt noticed the implanted neurostimulator did not become charged when the cord was plugged in over this current weekend however after it gave them trouble the weekend before when they plugged it in they finally got it in and it became fully charged. An email was sent to repair to replace the desktop charger. During the call pt said they thought there was an issue with the insr. During the call pt examined the equipment and said they notice something in the port looks crooked. Reviewed the insr to wireless transition process. Pt said their therapy was off, it was down to 25 percent. .

Manufacturer narrative:
Correction record updated to b1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.